Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy procedure, upon opening the reload, the metal tray on the reload was noted to be dislodged from the plastic cartridge. A new reload was opened. The procedure was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 02/25/2021. D4: batch # t5eh2p. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60m reload was returned unfired with the reload pan partially dislodged from left proximal side. No functional test was performed due the condition of the reload. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.